Manufacturer narrative:
Device evaluation: the reported incorrect values issue was not verified during service. Service technician could not reproduce the reason for repair, but found errors: 010, 012 and 015 (routine errors) in statistic log file. Observed solenoid was not latched. The solenoid was adjusted and unit cleaned. Lift bar height measured 0.0915-0.0925 inch was within specification. Heat block temperature measured 37.3 ºc, and was adjusted to 37.0 ºc. Cleared statistic log file (no serious errors). Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this act plus instrument showed incorrect values when compared with another instrument. The use of the instrument was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Section e initial reporter facility name: the full facility name is (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.